Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - deep vein thrombosis or thrombus: unable to observe through visual inspection as it is a physiological phenomenon. - lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. - rupture: observed broken device through microscopic inspection assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "lump or thickening in or near the breast or in the underarm area."; no indication of treatment. Patient later reported "capsular contracture baker grade unknown, possible rupture and blood clot from some medicine that occurred last summer". This record is for the left side. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2015 and 21/jan/2016. Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of nodule and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture and nodule.

Event description:
Patient reported "lump or thickening in or near the breast or in the underarm area."; no indication of treatment. Patient later reported "capsular contracture baker grade unknown, possible rupture and blood clot from some medicine that occurred last summer". This record is for the left side. Device remains implanted.